Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6)2024, the day of the event the patient experienced throwing up, ¿not looking right¿, and had elevated ketones of 4.8 mmol/l or 5.0 mmol/l. When a fingerstick was taken by the mother the cgm reading was 6.2 mmol/l, and the blood glucose reading was 17.1 mmol/l. The patient was driven to the hospital by their mother and arrived at the hospital around 11:00am. When a fingerstick was taken at the hospital the cgm reading was 6.4 mmol/l and the blood glucose reading was 18.4 mmol/l. The patient got admitted to the intensive care unit and received treatment with intravenous insulin, saline and potassium. Later the patient also received treatment with glucose to make sure she would not experience hypoglycemia. The patient was discharged the day after the event around 01:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/21/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024, the day of the event the patient experienced throwing up, ¿not looking right¿, and had elevated ketones of 4.8 mmol/l or 5.0 mmol/l. When a fingerstick was taken by the mother the cgm reading was 6.2 mmol/l, and the blood glucose reading was 17.1 mmol/l. The patient was driven to the hospital by their mother and arrived at the hospital around 11:00am. When a fingerstick was taken at the hospital the cgm reading was 6.4 mmol/l and the blood glucose reading was 18.4 mmol/l. According to the parent the patient got admitted with diabetic ketoacidosis and was transferred to the intensive care unit. Here the patient received treatment with intravenous insulin, saline, and potassium. Later the patient also received treatment with glucose to make sure she would not experience hypoglycemia. The patient was discharged the day after the event around 01:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.